Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed to lower outputs and the vector was changed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.